Event description:
It was reported that the external pulse generator needed its output connectors replaced and also to be calibrated. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator needed its connectors replaced, the ventricular output connector was broken. Analysis also found that the upper and lower cases were broken, the ring cover, ring, both bail covers and both bails were missing, the battery contacts were compressed, the battery drawer and o-ring were contaminated and the keyboard was scratched. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).